Event description:
I had the medtronic infuse implanted during my spinal surgery - causing me to suffer in pain, visit my doctor frequently, as well as the constant anguish that things might get worse.